Event description:
Device report 1 of 4: reference MFR report: 1627487-2012-09610, 09611, 09612. It was reported the pt's entire scs system was explanted due to the pt experiencing severe itching for the past yr and a half. The pt reported the itching was persistent whether stimulation was in use or not. Further f/u indicated the pt reported the itching has improved since explant. It is unk if the symptoms were product related as an allergy test was not performed. No further pt complications were reported.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of pt experiencing itching could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.